Event description:
Reporter stated that pt experienced high blood glucose (497 mg/dl), approximately 3 weeks ago. Pt attempted to self-treat by bolusing; however their blood glucose did not decrease as expected. No error messages were generated by the device. Pt then switched to their back-up device, using all new accessories, and their blood glucose returned to its normal ranage (value not provided).